Event description:
It was reported that the md inserted the intra-aortic balloon (iab) without incident. After 25 mins of iab therapy, the pump alarmed helium leak. The iab was removed from the patient and another iab was not used. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.